Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient ((B)(6)) lost stimulation. Diagnostic tests exhibited invalid impedance readings on multiple lead contacts. The patient was reprogrammed and allegedly regained stimulation. The patient plans to consult with his physician regarding the impedance issue and obtain an x-ray of the lead. No further information is available at this time.